Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray imaging confirmed that one of the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred 1 month prior to the date the manufacturer was made aware.